Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed and no events with the same defect were found.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated section b5.

Event description:
It was reported via the implant patient registry that this 25mm valve implanted in the aortic position was explanted after an implant duration of 9 years and 8 months due to calcification leading to stenosis. As per histology report, the valve showed leaflet with extensive nodular dystrophic calcification adhered to the surface, no acute inflammation or vegetations, or thrombus, are seen. The explanted device was replaced with a 25mm valve. The patient was noted to be discharged and recovered.

Manufacturer narrative:
PMA/510k #: 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this valve implanted in the aortic position was explanted after an implant duration of 9 years and 8 months. The reason for explant is unknown. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". The explanted device was replaced with a 25mm valve. No additional information was provided.